Event description:
It was reported that the user¿s freestyle libre 3+ sensor failed to read after being scanned, and subsequent attempts to scan indicated the sensor was already in use; the user was advised to replace the sensor and was provided the manufacturer¿s support contact. Symptoms included no glucose data availability due to sensor failure with no reported adverse clinical symptoms. Outcomes included interruption of continuous glucose monitoring and tno health impact. User support included troubleshooting and education. Investigation of this case revealed a sensor pairing failure that was resolved with a new sensor, consistent with a device performance issue involving the cgm sensor component. It was concluded, based on previously established findings for similar reports, that the cause was a defective or malfunctioning cgm sensor requiring replacement.